Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the light guide fiber bundle (lcb). In addition, we confirmed that air/water nozzle clog, the ccd module disconnection, and the u/d and r/l pulley wires worn out; however, these are not related to the alleged complaint. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. Lcb broken, reduced to 60%/0%.